Event description:
Dealer stated the bolts must have loosened and fell out of the front head tube. Dealer stated there were no injuries associated with the incident. No additional information provided.